Event description:
It was reported the patient¿s device had not worked since implant. It was noted that a year and a half prior to call one of the patient¿s four ¿leads¿ had come undone.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v660707, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received noted that nothing was found. Regarding were any malfunctions seen or cause of issue determined, it was noted "no". No interventions were taken nor planned. Patient outcome was noted as no change.

Event description:
It was reported the patient¿s device had worked at the beginning.